Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Hospital employee reported hospitalization for high blood glucose. Caller stated that the insulin pump's battery cap was damaged. Nothing further reported.